Event description:
The customer reports during an endoscopic ultrasound and endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, stent placement, and balloon sweep procedure (for the indication of cholelithiasis) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a duodenal perforation. The customer states that the perforation was not scope related. The customer provided 3 lot numbers of distal cover that could have been used in the procedure. The distal cover cannot be returned to olympus for evaluation, the reason stated, ¿not scope related¿. When asked if there were any abnormalities in the appearance of the scope or distal cover used in the procedure, the customer responded ¿no, not scope related¿. Additional details provided by the customer: patient underwent elective eus/ercp. Common bile duct stone was noted on eus. Purulent exudate was also seen in the major papula. And her bile duct was moderately dilated. Ercp examination was consistent with choledocholithiasis. Partial removal was complicated with biliary sphincterotomy and balloon sweep. Pancreatic stent was placed in the ventral pancreatic duct and a covered metal stent was placed in the common bile duct. Egd revealed a perforation was found in the duodenum following ercp. Six hemostatic clips were successfully placed with successful repair of the defect. Patient did report mild abdominal pain that has been persistent following the procedure and there was no worsening. Patient is denying any fever, chills, diaphoresis, nausea, or vomiting. Patient has history of chronic obstructive pulmonary disease (copd) and does not report any undue shortness of breath. Patient has history of congestive heart failure (chf) and does not report any dyspnea at this time. Patient has history of hypertension and is on coreg (carvedilol). Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure.